Event description:
It was reported that the implantable cardioverter defibrillator sent a vibratory notification to the patient. The asymptomatic patient presented on (B)(6). Upon device interrogation, it was discovered that the device was in backup vvi operations. A device download was performed successfully. The patient was stable throughout the procedure.